Event description:
It was reported that the patient presented remotely to the clinic via merlin.net. Upon review, the right ventricular (rv) lead was sensing noise. The clinic elected to continue monitoring the patient remotely. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead noise was confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil due to friction to the device can located proximal from the suture tie impressions. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone.

Event description:
New information received notes that the right ventricular (rv) lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition throughout.